Event description:
When the ambulance crew was unloading a powerflexx from the ambulance, the safety bail missed the safety hook. The stretcher lower to the ground. There were no reported injuries to the crew or patient.

Manufacturer narrative:
Lack of routine maintenance contributed to the failure.